Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests but failed serial number verification. An internal visual inspection was performed and passed. The receiver log was downloaded and receiver reset observed on incident date (B)(6) 2025, in receiver log, no hw fault found in receiver log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).